Event description:
It has been reported the device is not functioning properly.

Manufacturer narrative:
This case is a duplicate of pr (B)(4) with MDR #3030677-2019-00855. The investigation is pending.